Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse analyzed the instrument and instrument data and proactively replaced the wash 1, acid, base, positive displacement pumps and valve manifold assembly. The cse checked probe calibrations and successfully ran qc. The cause of the discordant ctni result was unknown. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
A discordant cardiac troponin I (ctni) result was obtained on one patient on an advia centaur cp instrument. The discordant ctni result was not reported to the physician(s). The sample was repeated twice on the same instrument. The second repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant ctni result.